Event description:
The pt received her scs system on (B)(6) 2009. It was reported that the recharge burden form her ipg has increased. Efforts to resolve this issue with the use of a replacement charging unit proved unsuccessful. The pt's ipg was removed and replaced on (B)(6) 2010. Follow-up on the pt found that effective stimulation has been recaptured since the procedure. The explanted device was returned to the manufacturer for analysis.

Manufacturer narrative:
Evaluation: conclusion: - the returned ipg passed all functional testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.